Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported during case setup activation was interrupted due to error u-02 at startup. The customer power-cycled the erbe; however, the errors persisted. The customer removed the cables on back of the erbe and only reconnected rcb with no change. Technical support engineer (tse) recommended using a third-party generator. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the reported issue was not confirmable using artemis; u-02 condition preventing full integrated electrosurgical unit (iesu) initialization may render unit unable to log error code on artemis. Inspection during failure analysis process was able to replicate the reported event; unit tested on system, presented u-02 error on startup and prevented full initialization. Erbe error logs were still accessible; u-02, c-00 errors were found in erbe logs. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.